Manufacturer narrative:
(B)(4). This is a report of a patient who replaced an empty solution bag during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag was empty and the home patient (hp) disconnected it and added another bag. This occurred on the homechoice (hc) unit during dwell five of five. The hp was connected. The technical service representative (tsr) helped the hp to stop therapy early. There was patient involvement but no injury or medical intervention was reported.